Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. .

Event description:
It was reported that the wake button became detached from the pump. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.